Event description:
Iabp inserted in surgery. Next am it was noticed that patient blood had backed up into the catheter and alarm did not sound. Upon dislodging catheter, a small tear in the femoral artery developed. Surgical intervention resolved the problem. Surmise that small hole developed in the distal tip of the catheter drawing in blood upon deflationdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-92. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, computer hardware performance tests conducted, computer software performance tests conducted, performance tests performed. Results of evaluation: component failure. Conclusion: device failure directly caused event, device failure directly contributed to event, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, invalid data. Invalid data - on device destroyed/disposed of status.